Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-feb-2022. The device evaluation was completed on 06-mar-2022. The device was returned to biosense webster for evaluation. A visual inspection and screening test of the returned device were performed in accordance with biosense webster, inc. Procedures. Visual analysis of the returned device revealed reddish material inside and a hole on the pebax. A screening test was performed, and the device was visualized and recognized correctly, no force issues were observed. The event described force issue was unable to be duplicated during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. The instructions for use contains the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished 30571557l number, and no internal action was found during the review. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a biosense webster, inc. Product analysis lab observed a hole on the pebax. Initially it was reported that after several ablation points were done, a force sensor error occurred on the thermocool® smart touch® sf bi-directional navigation catheter causing the force value to become hi when the ablation started. The procedure was delayed by 2 minutes due to the reported issue. Changed the cable and the thermocool® smart touch® sf bi-directional navigation catheter. The procedure was completed successfully. There was no patient consequence reported. The high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 06-mar-2022 there was reddish material inside and a hole on the pebax observed. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 06-mar-2022.